Event description:
It was further reported that at the time of the index procedure in (B)(6) 2008, the lesions located in the left circumflex artery and the 1st obtuse marginal branch were completely occluded.

Event description:
(B)(4) study. It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with angina and in stent restenosis. In (B)(6) 2003, the patient underwent a non study pci. Treatment placed a 3.0x32mm express stent in the distal left circumflex (lcx) artery. Three non bsc stents were also placed throughout the proximal lcx and 1st obtuse marginal branch. In (B)(6) 2008, the index procedure treated the 90% stenosed, 3.0x15mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified balloon, the placement of a 3.0x20mm study stent and post dilation resulting in 0% residual stenosis. It was also noted that chronically occluded, in stent restenosis was present in previously implanted stents located in the lcx artery and the 1st obtuse marginal branch. No treatment was performed on those vessels at that time. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2010, due to angina the patient underwent angiography revealing a chronically occluded lcx artery with "left to left collaterals". Again no treatment was performed on the lcx artery. In stent restenosis of the study stent located in the mid lad was also revealed. Treatment placed a 3.0x18mm non bsc stent at the proximal edge of the lesion and a 2.75x18mm non bsc stent within the stented segment of the lesion. Post dilation with a 3.0x15mm quantum maverick balloon taken to high pressures and repeat injections confirmed significant improvement with less than 10% residual stenosis and timi 3 flow. It was noted that a non bsc stent caused some plaque into the origin of the diagonal branch, but excellent timi 3 flow remained and it was elected not to proceed with further intervention regarding the plaque shift. The patient was discharged the following day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).